Manufacturer narrative:
This incident is being re-evaluated in january 2024 as part of newly implemented procedures. As there was a malfunction to the vdr/monitron ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. At the time of the event, the device was sent back to percussionaire for evaluation. The complaint was replicated, however, at the time this event occurred, the monitron device was manufactured by another manufacturer. The monitron was sent for repair, but no detail of root cause is currently documented. The device was confirmed to be working appropriately, and sent back to the customer. It was stated by the cutsomer that no patient harm occurred. If additional information becomes available on this incident, a follow up MDR will be filed.

Event description:
Per complaint received by the customer, while in use on a patient in conjunction with a ventilator, the monitron display was freezing every couple of hours. No patient harm or injury was reported. System had to be swapped out.